Event description:
I had multiple incidents where my medtronic minimed 600 series pump either failed to give me insulin resulting in life threatening dka, gave me too much resulting in life threatening hypoglycemia or powered off without warning while sleeping, again resulting in life threatening high blood sugars. I was pregnant when some of these occurred. I have extensive documentation of blood sugar readings, dr visits etc. I felt my life was in danger so I switched to a new pump. FDA safety report ID# (B)(4).